Event description:
A us distributor reported that an electrode belt was experiencing check therapy pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages) was due to a bent pins in the trunk cable. The root cause for the bent pins was unable to be identified. There was no adverse event that resulted from the damaged belt.